Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, arm #4 would not accept the drapes. Prior to calling technical support, the customer attempted to reseat the drape and attempted to install 3 different drapes but the issue persisted. The customer converted to another patient side cart (psc) and continued with the procedure. It was stated there were no faults and the arm had not been disabled. A technical service engineer (tse) reviewed system logs and found several instances of 31010 and 282 entries in the logs. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made follow up attempts to obtain patient information. However, it was confirmed that patient information will not be provided.

Manufacturer narrative:
An isi field service engineer (fse) went on site to further investigate the issue and replaced the universal surgeon manipulator (usm) for not accepting the drape. The device has been returned and evaluated by the failure analysis team. A sterile adapter was installed onto the carriage and was not detected by the usm. In the error logs, multiple 31010 errors indicated a failure to detect the rear presence pins. Once testing had been completed, the carriage was opened, and no faults were found with the presence pins. For this reason, the axes controller (ac) was replaced with a golden unit and found to be fully functional. The original ac was then returned, and the fault reoccurred. For that repair, the ac will replaced. The presence pins will also be replaced as a precaution. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Additionally, a review of the system logs was performed. Per the review, the following was confirmed: system serial - (B)(4), event date - (B)(6) 2022, and procedure name - partial nephrectomy. Furthermore, investigation of the site's system logs conducted by tse and rpms analyst revealed the following related system errors: 282 - tool invalid reason: one or more tool sensors were not detected, 31010 - sterile adaptor sensor missing on usm4. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted after the start of the procedure due to arm was not accepting the drape. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.